Event description:
The customer reported that no live image was displayed. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced the system was then found to be operating as intended.